Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model mn10450-50a, drg lead, therapy date: unknown and model mn10200, drg ins, therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2020-01209. Reference MFR. Report#: 1627487-2020-01210. It was reported the patient lost therapy. An impedance check revealed high impedance. As a result, the patient's drg system was explanted and replaced. Therapy was restored post-op.